Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the up and down arrow buttons. The keypad buttons were tested and the buttons were confirmed to be responding appropriately to presses. The keypad was removed and contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).